Event description:
It is reported that the liner was not able to be seated into the shell.

Manufacturer narrative:
The surgeon was correctly following surgical technique by running his finger around the face of the shell, which alerted him to the liner not being flush within the shell. A root cause cannot be stated with the information provided. The device was to be used as the treatment for a disease. Review of the device history records did not find any deviations or anomalies. No additional complaints have been received from this manufacturing lot. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.